Event description:
According to the reporter: during use, the tip of device broke apart. The broken pieces fell into the cavity and was retrieved. The procedure was completed with another device. No tissue damage. No bleeding was reported.

Manufacturer narrative:
(B) (4)